Manufacturer narrative:
(B)(4). This medwatch report is in response to receipt of maude event report mw5063709. The device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex¿ tissue morcellator may lead to dissemination of malignant tissue. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a laparoscopic supracervical hysterectomy along with right ovarian cystectomy procedure in 2005 and an unknown morcellator was used. In 2015, the patient was hospitalized with collapsed lung and it was later discovered that she had seven fibroids in her lungs. Further evaluation by pathologist and medical center revealed that these tumors represented a metastasizing leiomyoma that had spread from the patient's uterus. It was also reported that it is patient's understanding that the use of the morcellator in 2005 hysterectomy caused this highly unusual spread of the uterine tumors to the lungs. No further information is available.